Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect blender module for investigation. An evaluation of the component could be confirmed and duplicated. The valve assembly is causing failure. Additionally, the regulator has debris causing the regulator to stick. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the suspect device was returned to vyaire's factory service for evaluation and repair. Vyaire's factory service determined the most likely cause of the reported event is the blender assembly. After replacing the blender assembly, the issue was resolved. The device was tested, repaired, and reported to meet service specifications.

Event description:
The customer reported while using the vela ventilator; the device displays low fraction of inspired oxygen (fio2) alarms. The customer reported the fio2 is reading ten percent below settings. The customer performed troubleshooting, but the issue went unresolved. The suspect device was returned to vyaire's factory service for evaluation and repair. Vyaire's factory service determined the most likely cause of the reported event is the blender assembly. The customer reported there is no patient involvement associated with the event.